Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the user stated that this arctic sun device was only achieving a flow rate of 0.3 lpm in bypass. A check of the inlet pressure and circulation pump command showed no air leak or pump problem. A connection of the shunt tube gave a flow rate of 3.5 lpm. Discussed this was indicative of an issue within the bypass flow path. So, the user requested a loaner be sent and this device returned to the depot as the device was covered under a platinum service plan.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flow meter. The device was evaluated upon receipt. Flow rate of 0.3 in by-pass / low flow observed in by-pass. Replaced flow meter. Manifold solenoids loose. Remove and cleaned manifold / replaced manifold o-rings / reassemble solenoids and tighten to proper specs. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the user stated that this arctic sun device was only achieving a flow rate of 0.3 lpm in bypass. A check of the inlet pressure and circulation pump command showed no air leak or pump problem. A connection of the shunt tube gave a flow rate of 3.5 lpm. Discussed this was indicative of an issue within the bypass flow path. So, the user requested a loaner be sent and this device returned to the depot as the device was covered under a platinum service plan. Per sample evaluation results on 01nov2024, it was reported the manifold solenoids loose.